Event description:
It was reported that this pacemaker showed a decrease in the remaining longevity, down to 3.5 years remaining after six years of implant. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. The device was explanted and replaced about two months later. No additional adverse patient effects were reported. The explanted device was not going to be sent back for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker showed a decrease in the remaining longevity, down to 3.5 years remaining after six years of implant. Premature battery depletion was suspected and device data was submitted to technical services for review. Analysis of the data confirmed the battery was depleting faster than expected and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.